Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 1-2. On (B)(6) 2017, the patient presented with dyspnea. It was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. It was determined that the patient was too sick for treatment and was placed on hospice. On an unknown date, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, worsening mitral regurgitation (mr), worsening heart failure and death as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director, who concluded that the single leaflet device attachment (slda) was diagnosed 2 months after a successful procedure in a context of worsening heart failure. The patient was deemed too sick for a reintervention and heart failure progression led to death. Hence, death is due to worsening undying condition and not directly to the device; although, slda may have contributed to heart failure worsening. All available information was investigated, and the slda appears to be related to patient morphology/pathology as the patient had flailed posterior leaflet, dilated left atrium and thickened leaflets. The worsening mr was likely a result of the slda, which then caused the cascading effects of dyspnea and heart failure. The patient subsequently died from heart failure.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided: on an unknown date, the patient died due to heart failure. In the physicians opinion, the mitraclip may have caused or contributed to the death. No additional information was provided.